Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint is for a check patient line (cpl) alarm and was not confirmed in the lab due to a lack of sample. The patient stated that there is air in the patient line. In a follow up call, the patient stated they started over with new supplies. No injury or medical intervention was reported as a result of this incident. From the data within the complaint information, the root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted global technical services regarding a check patient line alarm that occurred on the home choice (hc) unit during initial drain. The hp stated there was air in the patient line. The technical service representative (tsr) assisted the hp with ending therapy and recommending starting over with new supplies. There was patient involvement, but no patient injury or medical intervention reported. A follow up was done via phone. The hp stated they started over with new supplies. The lot number was unknown and the sample was discarded. The hp has continued therapy no injury or medical intervention was reported as a result of this incident.